Event description:
Spontaneous call from pt who admitted, he forgot to replace batteries in cadd ms3 pump for remodulin sq infusion. Lost its programming (courier shipped replacement pump) did not occur when in use. No injury as a result. Pump available for return. Did the pt have a backup device they were able to switch to? There was a backup device, but unfortunately it lost its programming since pt did not put batteries in it. May have paused infusion if device malfunction continued post call. If no, what was the pt instructed to do in able to continue their infusion? He was instructed to go to the hospital. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing? Resolved. Pt is doing well. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.